Event description:
It was reported that two recanalization catheters would not advance or retract on the guide wire. Both catheters were removed as a single unit. Due to time constraints, the procedure was not completed. There was no pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. There have been (B)(4) complaints reported to date for corporate lot number fcxb10011, for this issue. The device was returned. The investigation is inconclusive for guide wire issues due to poor sample condition (ie dried blood). As the blood was not dried during the time of the event, it is unlikely that this contributed to the reported failure. Based upon the available info, a definitive root cause for this event could not be identified. It is unk whether procedural issues contributed to the event. The current IFU (instructions for use) states: warnings: use extra caution when loading the crosser catheter 18 over a .014" or a "docking" wire, as the significant mismatch in diameters may increase the likelihood of guide wire lumen piercing. For the crosse catheters 14p, 14s, and 18 only, flush and guide wire lumen of the crosser catheter sing a standard 10ml syringe with heparinized saline.